Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the disassociation was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025. Resurfacing femur disassociated from the stem. Replaced stem and femur component. This report captures eleos resurfacing femur this event will be reported as a serious injury due to the revision procedure.